Event description:
The customer reports that the system was not taking x-rays. There was no injury to the patient.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked the power supplies, reseated all connectors boards and chips. The system is operating as intended.